Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy surgery, tip flared out and wouldn't allow probe to go into trocar plug. Tip flare was not detected prior to use. The surgery was completed by using a new product. There was no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. The laser probe was inserted through the 25 gauge trocar cannula where it was stuck replicating the reported event. The laser probes were packaged on (B)(6) 2020. There were 744 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The evaluation replicated the reported event and found there to be a flared section at the cannula upon closer inspection under a microscope. However, as to when or how the cannula became flared remains inconclusive. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).